Event description:
A 2.75mm diameter x 24mm length endeavor rx drug eluting coronary stent was deployed in a patient. The target lesion, located in the lcx # 14 exhibited 90% stenosis. It was reported that the first attempt to dilate the stent at nominal pressure was performed correctly; however, the subsequent second inflation at 9 atms, which was performed in order to dilate the stent adequately, caused the balloon rupture. After that, one other manufacturer balloon catheter was used to post-dilate the deployed stent; however, it ruptured again on second inflation. As ivus showed a good dilatation, the operation was completed. The patient is reported to be fine and no other sequelae were reported. The physician suspected/guessed that there was some small hangnail-like deformation on the surface of the stent, which may have caused the balloon rupture; however, this could not be confirmed. No abnormalities were noted at inspection prior to use. Medtronic has received the device and its analysis has been completed. A clear liquid was evident in the balloon and in the inflation lumen. No further damage was noted to the device. Negative purge confirmed the presence of a leak. A short longitudinal tear was located underneath a balloon fold on the mid section of the balloon. This suggests that the damage to the balloon occurred when the balloon was inflated but as the account stated, the balloon was not moving during inflations, the root cause of the damage cannot be determined. As per the event description, the relevant stent was successfully deployed at the target lesion following inflation of the balloon to nominal pressure (9 atms). The balloon rupture occurred on the second inflation at 9 atms; after that, the physician attempted further post-dilation of the stent using one other manufacturer balloon catheter which also ruptured on the second inflation at 14 atms. The lesion was reported to exhibit 90% stenosis prior to pre-dilation; however, it is unknown what % stenosis remained after pre-dilatation. Cine image review confirm the delivery and deployment of the relevant stent in the lcx. The image of the balloon of the delivery system shows what appears to be air or a shadow in the mid to proximal section of the balloon. This appears to be what the account identified as a balloon burst. The stent was post dilated with a much shorter balloon. There are two images showing the inflation of the post dilatation balloon in the proximal stent area but the images do not show the balloon burst. The cine images provided fail to identify if the balloons were moved between inflations whereby they possibly could have been damaged by the second wire present in the side branch. However, the possibility of the additional wire causing damage to the balloons has not been confirmed. It was not possible to identify the presence of any defect on the stent through the cine images that could have impacted on the balloon bursts. Manufacturing controls are in place to ensure that throughout the manufacturing process the od and the ID of the stent is visually inspected for scratches, dents and imperfections or any defect that could impact on the stent deployment. The balloon and delivery catheter functions as intended. Although comments from the physician suggested that the root cause of the balloon leaks for both the balloons was due to "some small hangnail-like deformation on the surface of the stent", this cannot be confirmed as the stent has been deployed. Based on the information available, the device has not been identified to be the root cause of the event. The root cause of the event cannot be confirmed. As the stent delivery balloon is contraindicated for post dilatation activities the code - 205 failure to follow instructions, has been assigned to this complaint; however, it cannot be determined if this failure to follow instructions contributed to the reported event.

Manufacturer narrative:
(B)(4): evaluation method: cd review. Results: root cause cannot be determined; post dilatation performed with sds balloon.